Manufacturer narrative:
04/01/1998: g-9- manufacturer report number has been corrected here and in header on page 1.

Event description:
Pump was explanted from patient due to its inclusion on recall list of possible malfunctions.